Event description:
The customer reported an incident where the gambro training nurse was called to investigate a report complaining about a non-accessible heparin syringe button on the screen during treatment. On investigation, nothing could be found. Note that this incident occurred immediately prior to the incident described in complaint number 2006/21351_MDR 9616026-2006-00303. There was no blood loss reported. Reported machine runtime was 2000 (h).

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has received the downloaded machine technical data files and an investigation is ongoing. A final report will be submitted on completion of the investigation.